Manufacturer narrative:
Clarification to section c. Suspect product: lot number ld-196-77-c. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with harmonyca¿ in lateral cheeks and bilateral jawline. 8 days later, patient developed red lesions with swelling of neck lymph on right side. Diagnosis noted as herpes simplex infection. Patient was treated with valtrex 500, twice daily for 10 days. Symptoms are ongoing.